Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was monitored for 24 hours, no blank display, low battery or failed battery test alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on lcd board. No external ram crc error or unexpected restart alarms noted. No unexpected restart noted. The insulin pump was returned without the battery cap unable to confirm the damage. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, scratched reservoir tube window and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen and a failed battery test. The customer's blood glucose level was 127 mg/dl at the time of the incident. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis